Event description:
It was reported via repair work order that the scale was inaccurate due to calibration issues. No patient was affected and no adverse consequences or clinically relevant delay in treatment was reported.